Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator delivered inappropriate high voltage therapy due to incorrect interpretation of patient heart rate. Programming changes were made. There were no patient consequences.